Manufacturer narrative:
Initial reporter name and address:: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device failed to shift to standby. The device was reported to be in use at the time of the reported problem. No patient harm reported. The manufacturer's authorized service provider (asp) performed periodic maintenance on the device and no malfunction was found. The reported issue could not be reproduced. The asp conducted a comprehensive inspection, a cleaning, and completed functional tests. No further work was performed on the device and no parts were replaced. The customer did not provide the patient information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.